Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber cap detached inside the pt; the pt was retrieved using graspers. The fiber was replaced and the procedure completed using a second fiber. There was no report of injury.